Event description:
Same case as MFR report# 2134265-2009-05896. Same pt as MFR report#: 2134265-2009-05881, -05882, -05889, -05891, 05901. Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt underwent a reintervention. The pt had taxus express2 stent placed in the 80% stenosed proximal right coronary artery (2005) and the 90% stenosed mid right coronary artery (seven months later). In 2007, the pt presented with angina pectoris and underwent a reintervention. The mid right coronary artery was 90% stenosed. Treatment consisted of cutting balloon angioplasty resulting in 30% residual stenosis. The event was reported to be resolved with residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.